Event description:
The surgeon explanted a 36n glenosphere, explanted a +8 humeral socket shell that held a 36 standard poly liner. The infected shoulder was washed out 6,000 ml bacitracin pulse lavage irrigation. The reverse tsa was dislocated. The surgeon changed the glenosphere size to a 40n. A new +8 humeral socket shell with a size 40 semi-constrained socket poly, liner insert were implanted. The day of the initial reverse surgery, a dislocated antibiotic shoulder spacer was removed. The antibiotic spacer replaced an explanted hemi arthroplasty shoulder prosthesis. The patient has consistently presented with chronic gram-positive shoulder joint infection.